Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but initially experienced issues. Technical support guided the customer through the proper technique for filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin.